Event description:
Patient reported that during his infusion yesterday (B)(6) 2024 the tubing broke and he needs more for (B)(6) 2024. Per patient, one end of tubing received from coram had broken during infusion, was able to use spare tubing but is currently out. Unknown start date as this was first shipment from cvs. Patient did not miss a dose. No adverse events reported. Unknown if patient has defective device on hand for possible return. No additional information reported. No further information provided. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Reported to (B)(6) by pt/caregiver.